Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility reports (B)(4) from the (B)(4) registry that stated that the pt had a perforated outflow graft resulting in a seroma. In addition, it was noted that a repair was performed on (B)(6) 2013.

Manufacturer narrative:
The pt remains on-going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility reports (B)(4) were received from the (B)(4) registry.